Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 2: (B)(6). H3: the device was received for evaluation. A visual inspection noted that the device had a bubbled dso seal. The event log history was downloaded and inspected and found ¿unusually high number of "high alarm displayed: downstream occlusion" reports, which suggest a faulty dso sensor. Also found few recent "power down" reports without "user confirmed power down started" reports, which confirm customer's reported issue. Functional tests were performed, and the pump was found to be functioning normally. The reported problem was not confirmed at the time of investigation, but it was identified during ehl inspection. The root cause of the problem was suspected to be non-conforming battery pin bushing, which is a common cause of such an issue if their dimensions extend too far beyond the battery pin. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result, the battery pins will be adjusted, and preventive service performed. The dso seal, dso bezel, and dso sensor will also be replaced.

Event description:
It was reported that the device had a power interruption even with full battery. Per reporter, the event occurred before the infusion. There was unknown patient involvement and no patient harm/adverse event reported.